Event description:
It was reported that the device was returned for repair for preventative maintenance. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3 is unknown. One device was received for evaluation. Visual inspection found damaged dso seal. The seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.